Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the monitor would not communicate with an electrode belt. Upon evaluation, the belt receptacle was pulled from the monitor case damaging internal wires. The cause of the code 204 is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was displaying service code 204.